Event description:
It was reported that 6 pressure rated ext sets bonded ss 8.5 were blocked/occluded during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "I have 3 extension sets in my office from a different lot than the 3 you were already investigating (10)20109557."

Manufacturer narrative:
H6: investigation summary: six extension set samples (model #22003e-07) and two 5ml bd posiflush syringes were returned by the customer. It was reported that 3 extension sets will not draw blood or flush. The sets and syringes were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sets were then attempted to be flushed with water with the returned syringes to confirm an open fluid path. Then, the sets were connected to a 10ml bd syringe and attempted to be flushed, again. The fluid paths of four of the samples were open and those samples were able to be flushed. The failure was unable to be replicated in these samples. The fluid paths of two of the samples were not open and were unable to be flushed. The customer complaint can be verified in these samples. A device history record review for model 22003e-07 lot number 20109557 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) (B)(4) has been initiated, and a team has been assembled in order to investigate the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 pressure rated ext sets bonded ss 8.5 were blocked/occluded during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "I have 3 extension sets in my office from a different lot than the 3 you were already investigating (10)20109557"